Event description:
Per the clinic, the device was explanted on (B)(6) 2024 for an unspecified reason. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (1.5 tesla). The patient was reimplanted with another cochlear device on (B)(6) 2024.